Event description:
The line was placed in 2007, and removed in 2008. When the catheter was removed the cuff came off of the catheter and stayed in the patient. A cut down procedure was done while removing the catheter. Most of the cuff was removed but there still is a small portion that remains in the patient's subcutaneous tissue.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.